Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged pump error 63 found on (B)(6) 2021. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed. Pump error 63 variable 3 on (B)(6) 2021 at 13:13:50.000. Pump error 63 was due to broken trace u1 pin 6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked battery tube threads, missing serial number label, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.